Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch and the supplemental medwatch. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During the device evaluation, service found the endoscopic image was blurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to following: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ·operation manual - inspection of the endoscopic system ·operation manual. Important information ¿ please read before use - warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
While preparing for use prior to the procedure, the technician at the user facility found an angulation defect and found that the angulation did not work at all. Olympus then inspected the device at the service department of olympus medical systems (B)(4) and found that the angle wires were cut, the wire ends were unraveled, and the angulation remained locked. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The suction cylinder was scraped by the cleaning brush. The water drainage on the objective lens was poor due to the clogging of the air/water nozzle. Due to the stretch of the angle wire, the angulation was insufficient. The angulation operation could not be performed due to the cutting of the angle wire. Due to the stretch of the angle wire, there was play in the angulation control knob, and the neutral position of the control knob was abnormal. There was a gap in the adhesive of the bending section rubber. The insertion section, universal cord, remote switch, endoscope connector, boot, endoscope cover, and control section were damaged. The objective lens and light guide lens were cracked. The resin part at the distal end was cracked. The control section was dirty due to insufficient cleaning. Due to the deformation of the instrument channel, the endo-therapy accessories were caught in the instrument channel when it was inserted or removed. Due to the damage of the ccd unit, the endoscopic image was out of focus and was blurred. There was a leakage from the control section and the endoscope connector. Due to the broken distal end cap, the insulation resistance value of the insertion section was out of specification. There was a wrinkle in the insertion section. The coating on the universal cord was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report. According to the information provided by olympus medical systems (B)(4), the bending section could not be bent upwards due to the cut of the angle wire. In addition, the bending tube was in the neutral position and the angulation did not remain locked. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.